Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed the device was in backup vvi mode. The patient was asymptomatic. The patient was brought into the clinic for further troubleshooting. A device code was downloaded successfully.